Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a definitive root cause could not be established. The device had been manufactured for 15 years or more, and there were no records in the production control terminal. Therefore, it was not possible to confirm the manufacturing date or to review production records. This suggested phenomena were not concluded to have occurred due to user's misuse of the device. The suggested phenomenon of "lamp does not light because the thermal fuse is broken" was reproduced - it was found that it was a phenomenon that occurred due to the temperature fuse disconnection. However, further factors could not be confirmed. The suggested phenomenon of "fan does not rotate due to a cooling fan failure" was confirmed and presumed to have been due to a cooling fan failure - however, it was not possible to further presume this failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed due to a broken temperature fuse. Additional findings are as follows: no operating sound due to cooling fan failure, output connector is loose, corrosion on top cover, rust on power transformer, rust on lamp drawer, rust on chassis, rust on main board connector, rust on lamp tobira, and rust on top cover. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the power turned on but the lamp does not emit light while using halogen light source. There was no patient harm associated with the event.